Event description:
The complainant reported that during a therapeutic ercp on a male pt, the lithotripter basket collected the stone but the basket became "stuck." Mechanical lithotripsy was performed but the stone could not be broken. The basket could not be opened and removed from the common bile duct stricture. While using the sohendra device the basket wire broke near the handle. While attempting to remove the stone and the basket with a mediglobe basket this also broke and remained in the common bile duct. A stent was placed and the procedure was terminated. The pt was hospitalized to correct coagulopathy and a planned ir guided percutaneous drainage and possible lithotripsy. Five days later the baskets and stone were removed thru interventional radiology. It was reported from the sales rep that the pt was responding as appropriate.